Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) was advanced. After the device was deployed, st segment elevation and hypotension were noted. The device remained in position and medication was administered while the patient was prepared for angiogram. The angiogram revealed an air bubble in the right coronary artery. Post contrast injection, the air bubble resolved and st segment changes and blood pressure improved and normalized. The closure device release criteria was assessed but did not pass. A full recapture was performed and the device was removed without incident. A 24mm closure device was prepped and successfully implanted. The patient was stable upon leaving the procedure room and the following day was reported to be doing well. The patient was later discharged home.